Manufacturer narrative:
(B)(4). This report is for an unk - end caps: rafn/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient underwent for a removal surgery. During the surgery, the titanium small frag plate and retrograde nail was removed due to revision of non-union femur. The devices were replaced with larger diameter nail and new lcp plate. The surgery and the patient outcome are unknown. This complaint involves six (6) devices. This report is for (1)unk - end caps: rafn. This report is 2 of 6 (B)(4).